Event description:
It was reported that this rv lead was explanted due to oversensing approx. 41 months after the implantation.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd of june 2021 and 16th of february 2022 recorded a fluctuating rv sensing amplitude between 9.5 milivolts and 14.5 milivolts with a sharp drop towards the end of recording period to between 4 milivolts and 7 milivolts. The analysis of the provided iegm episodes revealed artifacts on the rv and farfield channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.